Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm e70 alarm due to over written history file. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and cracked on the display window noted.

Event description:
The customer's husband reported that the insulin pump had a motor position encoder error. Blood glucose level at the time of the incident was 148 mg/dl. The customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.